Event description:
It was reported that dermabond was applied to three abdominal incisions after laparoscopic surgery for bladder suspension. Two days after the surgery, the pt reported a red rash and severe itching at the incision sites under and around where the product was applied. A rash was also reported around the pt's waist. No open areas, drainage or temperature was reported. Pt was put on sertex, mycolog and cipro for 5 days. The pt was told she had a fungus and an infection. Severe itching continued and the pt was put on levaquin. The dermabond was removed by the physician. The pt reported she had dermabond on an incision in 2002 without any problems.

Manufacturer narrative:
Some info for this report may not have been provided a this filing. If the info is provided at a later date, a supplemental filing will be sent. The event description does not suggest that the functional performance of the device was out of spec. The product is provided sterile. Studies have shown that following application of dermabond, it acts as a barrier to prevent microbial infiltration into the healing wound. Infection can be caused by a variety of factors such as type of laceration, the wound cleansing procedure, or the pt's condition before device application.